Event description:
The customer reported the display blank. No patient involvement.

Manufacturer narrative:
Updated.

Manufacturer narrative:
This customer returned lcd panel was tested with no failures identified.